Manufacturer narrative:
This correction is being filed to clarify this event is not related to the recall. No other changes made.

Event description:
The manufacturer received information that a patient has died. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The indicated device is a dreamstation humidifier. The dreamstation CPAP was most likely used and the corresponding 510k number was included. H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has died. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This report was submitted for the dreamstation humidifier. The base device associated with this humidifier is reported under MDR 2518422-2023-35648. At this time of investigation, it has been determined that all reporting activities will be carried out in MDR 2518422-2023-35648. Based on the information available at this time of review, it is not reportable to any regulatory agencies.